Manufacturer narrative:
Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction commenced to remove two leads, a right atrial (ra) and right ventricular (rv) lead due to non function. To prepare for the procedure, spectranetics lead locking devices (lld''s) were inserted into each lead to provide traction platforms to aid in lead extraction. The ra lead was removed without difficulty. During attempted removal of the rv lead, an adverse event occurred, necessitating use of the spectranetics bridge occluding balloon, which is designed to provide occlusion within the superior vena cava (svc) in order to lessen bleeding and allow for repair of the injuries. The bridge balloon was appropriately positioned within the svc. Chest compressions began prior to bridge balloon inflation and continued afterward. When evaluated under fluoroscopy after 10 minutes, the bridge balloon did not appear to be inflated but was still in the original position within the svc. CPR continued until the surgeon intervened with surgical repair of the areas. Upon deflation of the bridge balloon in order to remove the device, the physician noted blood in the syringe, indicating the device had been compromised. After removal of the bridge balloon from the patient''s body, the physician noted a tear in the bridge balloon material. Fortunately the patient survived the procedure; repairs to the subclavian vein and to the svc were successful. It has been confirmed that the physician cut the rv lead; it has not been confirmed that the lld contained within the lead, was cut, capped, and remained within the patient''s body, but is possible. It has not been determined if the surgeon attempted to unlock the lld from the lead, if it was cut. The bridge balloon did not cause or contribute to the subclavian vein or svc tear which the patient sustained during the procedure. This report is being submitted to capture the bridge balloon which had been compromised during the procedure, and could contribute to serious injury or death if the event were to recur, and a bridge balloon could not remain inflated during a rescue. The bridge balloon is not being returned for evaluation. Please reference MDR 1721279-2020-00154 capturing the subclavian and svc injuries involving a spectranetics glidelight laser sheath, and MDR 1721279-2020-00155 capturing the lld which may have been present within the rv lead, cut, capped and remained within the patient''s body.